Event description:
Customer reportedly received the following results within ten minutes on the accuchek aviva system: 472 mg/dl, 171 mg/dl, 222 mg/dl, 181 mg/dl, 196 mg/dl. No action was taken based on the device results. No adverse event reported. Requested return of suspected device and replacement was sent.